Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the resolution clip would not deploy off of the catheter during procedure. The sheath was cut to try and wiggle the clip off the catheter without success. When the scope was adjusted, the clip released. The clip stayed where they needed it. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be okay. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. (B)(4) - difficult to disconnect. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).